Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on 06/2015 with blood glucose between 480 mg/dl and 500 mg/dl. Customer was hospitalized due to high blood glucose. Caller was unsure if customer was wearing insulin pump at the time of hospitalization. Caller reported that customer was being treated with insulin pen and could not continue on call due to blood glucose elevating.